Manufacturer narrative:
Complainant name: (B)(6) general hospital. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending(lad) with 90% stenosis and was 15mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilatation and placement of a 2.50x28mm study stent. Following post-dilation, residual stenosis was 0%. Two days after, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient experienced coronary artery stenosis and was hospitalized. Intervention was performed in response to the event.